Event description:
The patient went to ER with multiple shocks. Device interrogation showed noise on the rv channel. Patient had gen change and rv p/s lead added the next day. The p/s portion was replaced with a brady lead. There were no other adverse patient side effects reported for the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.